Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer stated that she changed the insertion site. The customer's blood glucose was 190 mg/dl. Troubleshooting could not be done at the time of the call because the alarm had already been resolved by an infusion set change. Advised customer to call back when the alarm occurred in order to troubleshoot. The customer stated that she was able to deliver a bolus. Nothing further reported.